Event description:
Hold for cr 10/5

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no evidence of essure device was found on the right side') in a 45-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "failed essure/ could not remember which side remained patent". The patient's medical history included herpes zoster c2, urination abnormal nos and paratubal cyst. Previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparscopic bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: the patient has had an essure procedure over a year ago and was unsuccessful, could not remember which side remained patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -device dislocation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: case category was from invalid to valid due to event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no evidence of essure device was found on the right side') in a 45-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "failed essure/ could not remember which side remained patent". The patient's medical history included herpes zoster c2, urination abnormal nos and paratubal cyst. Previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparscopic bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: the patient has had an essure procedure over a year ago and was unsuccessful, could not remember which side remained patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: reporter, medical history and product removal details added. Event: medical device removal replaced with device dislocation. New event failed essure/ could not remember which side remained patent was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.